Event description:
It was reported that the arctic sun device failed to regulate the temperature. Per sample evaluation results on 01oct2024, it was reported that the level sensor not detecting water level due to dirty water. Fill tube needed to be replaced. Per wo updated on 07oct2024, it was noted that when they tried to fill the unit, there was no movement of the water from their bottle to the machine but there was normal noise coming from the pump. When they checked the filling tube trying to blow through it, that was impossible. Tried to clean/wash it with hot water and same results so they decided to change the tube. After that, the unit was filled without any problems.

Manufacturer narrative:
It was found that 1018233-2024-06280 was not a bd complaint. Therefore, a retraction is being submitted.

Event description:
It was reported that the arctic sun device failed to regulate the temperature. Per sample evaluation results on (B)(6)2024, it was reported that the level sensor not detecting water level due to dirty water. Fill tube needed to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter customer name is (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.